Event description:
It was reported that the device failed micro testing, tested positive with pseudomonas aeruginosa and klebsiella pneumoniae. According to the customer, additional testing and a second micro testing of the scope was performed and results came back negative. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The customer however, as stated in describe event or problem, performed a second test and micro test and the results came back negative. Below are information on customers cds checklist: aer model : soluscope sprint . Detergent : sol a. Disinfectant : sol p. Aer immersion time: 8.46 mins. Aw (air/water) channel, suction channel, and auxiliary channel flushed with alcohol brush model: disposable cleaning brush cb13-50120/01. Suction cylinder, instrumental channel/ suction channel repeatedly brushed until no debris is observed upon inspection of the brush. Precleaning: performed immediately after each procedure and performed according to IFU. Interval between procedure and precleaning : 2 minutes. Detergent used : whitely matrix bio film remover immersion 3 -4 minutes. Leakage test performed each time the scope was cleaned (leak test duration is 2 minutes). Leakage testes model : olympus mu-1. Biopsy valve, air valve, and suction valve disinfected , sterilize via autoclave storage: dried, well ventilated cabinet, hanging vertically. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.